Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The black connector tube was missing from the trigger housing, therefore functional tests involving the trigger housing could not be performed. The device was visually and functionally evaluated. When tested with a "known good trigger", the main housing operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, while morcellating, the device had a loss of power from the drive unit and would not function properly. The device was disconnected and reconnected, but the same problem kept occurring. Another like device was used to complete the procedure with no adverse patient consequences.